Event description:
It was reported that there was a crack in the frame of a pump and the usb port failed to maintain contact with the charger. There was no adverse impact to the customer's blood glucose level. The customer declined follow-up actions.